Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, the customer reported accidentally puncturing the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Furthermore, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) punctured his patient line during dwell 2 of 4. The damage occurred when the patient returned to reconnect and ran over the patient line. The technical service representative (tsr) assisted the hp to end therapy. The hp planned on starting therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.